Event description:
General failure alarm. The blood of the extracorporeal system was not returned to the patient as described in the operator's manual for the prismaflex. The nurses felt uncomfortable on giving the blood back manually. No injury or clinical consequences were reported for the patient. The blood loss of 230 cc was reported due to that the nurses did not follow the instructions provided in the prismaflex operator's manual on how to return the patient's blood manually.